Manufacturer narrative:
The software analysis found that the software appears to be working as designed. The navigation system was not loading this scan and it is giving error "computing multiple volumes per series with enhanced objects not supported yet". This scan was not to the protocol. Multiple file format were not supported by the navigation system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735736, version #: 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system. It was reported outside of a procedure that images from the MRI machine are being sent through electronic picture archiving and communication systems (pacs) to the system in a compressed format. When viewed on the system it only shows two images. No patient was present at the time of the event. Update from the site stating that by disabling some incompatible sop classed the issue resolved.